Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, one device leaked blood out from the connection between the luer adapter and the holder. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, one device leaked blood out from the connection between the luer adapter and the holder. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jan-2025. Investigation summary: bd received two (2) photos and 21 samples for investigation. The customer photos display examples of the device but do not show the reported defect. Additionally, 10 of the customer samples were randomly selected and subjected to functional tests using 30 tubes per needle. All the samples passed testing as there was no evidence of damage to the device or leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.